Manufacturer narrative:
(B)(4).

Event description:
The consumer reported her device was not working. It was noted the device was off for a while. When the patient tried turning it back on, she could not see anything listed on the screen. No symptoms, causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.